Manufacturer narrative:
Event conclusion: reliability assurance testing confirmed premature battery depletion. Calculated longevity based on implant duration and therapy 42% of expected. Device operation and currents were normal with a replacement power source. Root cause for the premature battery depletion is inconclusive.

Event description:
Cpi learned that this device was replaced on 8/28/1997.